Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. The capsule fell into the patient's stomach and was retrieved. No serious injury to the patient was reported.

Manufacturer narrative:
.